Event description:
It was reported that the epiq cvx ultrasound system produced a spark during boot up when positioning the monitor and displayed an error message while preparing for a diagnostic intracardiac echocardiography procedure. The procedure was able to be completed without the ultrasound system. There was no patient or user harm associated with this event. The philips service engineer replaced the connector card assembly board and display power cable to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.